Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an interventional procedure, the user reported that the emergency button became activated. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Log file analysis shows that the emergency stop functionality was activated during the case. As a result, all system movements are blocked. This system behavior is a safety mechanism that prevents unintentional movement. The service engineer found the collimator control module (ccm) defective. The faulty ccm caused an open emergency stop circuit which damaged the user location interface (uli) board. After both the ccm and the uli were replaced the system recovered. The defective ccm was in use since 12/2010 without any issues. The affected parts have been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.